Event description:
Pt stated that she had the essure implanted in (B)(6) 2008 and she became pregnant in 2009. Post-delivery it was discovered that she had right and left punctured fallopian tubes. Pt has experienced inflammation, open ulcers, fainting, cysts and multiple uti's. She has hospitalized in 2012 and she lost 3 units of blood. Spots have been found on her lungs and liver during a CT scan. She also has experienced helicobacter pylori which took approximately a year to resolve. She has had to have her uterus and fallopian tubes removed. Pt is allergic to nickel and the h pylori and ulcers resolved after explant.